Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with normal operating currents. No battery failed alarm during testing. Device primed properly. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. No crack case near the buttons noted. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons had to press multiple times. Insulin squirted during priming. Insulin pump had crack at up and down arrows. Insulin pump failed battery test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.